Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid left anterior descending artery (lad). A 2.0mm apex balloon catheter was advanced to predilate the lesion. Subsequently, a 2.25 x 38 synergy ii stent was selected for use and advanced but failed to cross the lesion. The stent was removed and the first two rows of the proximal end of the stent struts were then noted to be damaged. Another 2.25 x 16 synergy ii stent was advanced to treat the lesion. However, the stent also failed to cross the lesion. The procedure was eventually completed with a different device. No patient complications were reported.